Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident and current blood glucose was 156 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Product will not be returned device for analysis. Concomitant product: frn-reservoir-mmt- 332.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.0873 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.